Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g4, g7, h2, h3, h6, h10. The event was confirmed with radiographs received. Review of the available records identified anterior subluxation of the humeral head implant of the left shoulder arthroplasty. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the patient was revised due to dislocation approximately 8 years post implantation. Patient has a history of previous subscapularis tendon repairs after dislocations. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed code: mechanical (g04)- head. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g7, h1, h2, h6; h10 the patient experienced a continuation of events that are the direct result of a fall not caused by the device that resulted in patient injury. Patient has a history of dislocations, severe instability, and traumatic arthritis prior to the initial total shoulder. There was also tendon deficiencies noted during the initial procedure. After the anatomic total shoulder was placed, the patient experienced a fall onto the shoulder and again experienced multiple dislocations and further tendon tears at the previous repair sites requiring additional surgical interventions. The revising surgeon ultimately decided to revise the patient to a reverse total shoulder due to subscap failure. This appears to be an ongoing complication related to patient anatomy with with no allegations against the device prior to the external trauma. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. Consider the complaint not reportable. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 113956; lg hybrid glenoid base 4mm; lot# 155810, item# 115740; compr nano hmrl pps 40mm; lot# 239820, item# 118001; versa-dial/comp ti std taper pr adaptor; lot# 090990, item# pt-113950; pt hybrid glen post regenerex generex; lot# 451180. Foreign: event occurred in (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01177.

Event description:
It was reported patient has been indicated for revision due to dislocation/subluxation. No revision has been reported to date. It was noted that the patient has had 2 previous subscapularis repairs for dislocations and now the patient is able to sublux his shoulder as the tendons have failed. Attempts to obtain additional information have been made; however, no more is available at this time.